Event description:
Per the clinic, the patient experienced device displacement, pain and developed an infection at the implant site. Subsequently, the patient was hospitalized for a duration of four days (specific date not reported) and was administered with IV antibiotics (specific date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.